Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, upon turning the m knob, the sleeve showcased unintended movement. The clip was removed from the anatomy. The same issue was observed in three more clips. However, the three clips were deployed successfully. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.